Manufacturer narrative:
(B)(4).

Event description:
It was reported ", the catheter was difficult to remove, some bladder membrane are still within the vessel lumen". Additional information states that the iab catheter was removed in its entirety and not replaced. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint that the "catheter was difficult to remove" is not able to be confirmed. The product was not returned for inv estigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported ", the catheter was difficult to remove, some bladder membrane are still within the vessel lumen". Additional information states that the iab catheter was removed in its entirety and not replaced. The patient's current condition is reported as "fine".